Manufacturer narrative:
Chaar, cassius i.o., et al. "Delayed open conversations after endovascular abdominal aortic aneurysm repair." Journal of vascular surgery. In press.

Event description:
An article in the journal of vascular surgery reports a retrospective review that was conducted on all pts who underwent an open conversion after a previous evar for an aneurysm-related indicated from 2001 to 2011. This article describes three pts who underwent treatment with gore excluder aaa endoprostheses. Post-operatively, the pts presented with aneurysm growth due to type ii endoleaks. The pts were treated with non-elective complete endograft preservation, which involved selective litigation of the culprit arteries.